Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation and additional information from received from the site. It was clarified by the site that after valve alignment, tension was released with unlocking and locking the delivery system, but perhaps friction was built up after movement over the arch possibly resulting the in ventricular shift of the valve. The following sections of this report have been updated: additional code added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, added report number to h10 related report numbers. The device remained implanted and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The report of the malpositioned valve was unable to be confirmed due to lack of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve malposition is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Per training manual, "release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position". If the stored tension was not released prior to valve deployment, it could lead to movement of the delivery system resulting in valve malposition. In this case, it is possible that tension on the delivery system was released, but after some movement on the aortic arch, additional tension was generated and not released. The tension can lead to delivery system moving during balloon inflation, resulting in valve deployed too ventricular or too low as reported. As such, available information suggests that procedural factors (delivery system tension prior to deployment) may have contributed to the complaint event. The report of paravalvular leak was unable to be confirmed due to lack of procedural imagery. Since the deployed valve was malpositioned (too ventricular), the deployed valve could not properly seal against the target site (pre-existing non-ew valve), resulting in paravalvular leak as reported. As such, available information suggests that procedural factors (thv malpositioned) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from germany by our edwards lifesciences affiliate, a 26mm sapien 3 ultra valve was being implanted within a non-edwards valve in the aortic position. The valve was implanted 60/40 aortic: ventricular, resulting in a higher grade of paravalvular leak. Therefore, a second 26mm sapien 3 ultra valve was implanted successfully. The patient was stable post-procedure. As per medical opinion, the cause of malposition is related to the index tavi with high commander friction leading to a ventricular shift.